Event description:
The customer alleged that an oil mist and haze came from the unit. The customer stated that three employees experienced human reactions from the mist. The third of the three employees experienced eye irritation and headache. The symptoms occurred when the units were running. The employee did not seek medical attention. His symptoms have resolved. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: eye irritation; other, oil mist, capital equipment, evaluated at customer site. The fse reported the following: diagnosed that the filler cap had a hole in it. The fse replaced the filler cap and performed a leakback test and an rf test. The fse also verified the temperature and completed an empty chamber cycle. Reference mdrs:2084725-2008-00801 and 2084725-2008-00802.